Manufacturer narrative:
Review of images: (B)(6). A service call made. The issue was resolved by changing the reagent supply tubing, syringe, needle adapter and needle and adjusting residual volume.

Event description:
A customer reported that four donor sample displayed discrepant results on cmv assays while validating the galileo. The samples displayed unexpected (B)(6). The donor samples were previously tested on a different galileo and all were reported out as (B)(6). No repeat instrument testing was performed. The customer stated no adverse event occurred as a result of the unexpected results.